Event description:
A report was received that this pt experienced late stent thrombosis post implantation of 3 cypher stents in his rca and left circumflex arteries, in two separate procedures, one day apart. The stents were implanted following a myocardial infarction (mi). Post-procedure, plavix was prescribed for 3 months. Approximately 6 months post-implantation, the pt developed stent thrombosis, leading to another mi. Additional info regarding the index and subsequent procedure are not available. Based on the available info, it is not known which vessel(s) was (were) treated during the two separate procedures. Therefore, this report represents notification of two devices and a related report is submitted regarding the second procedure. This male pt of unk age and medical history experienced a thrombotic event and a myocardial infarction approximately 6 months after implantation of three cypher stents. The indication of the index procedure was an acute myocardial infarction (ami). The safety and effectiveness of cypher has not been established in pts with recent ami. This pt's emergent presentation with an ami puts him at increased risk for mace. In addition, his presentation with an ami puts him in a hypercoagulable state and at increased risk for thrombotic events. Percutaneous coronary intervention was performed in the right coronary artery and the left circumflex artery. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. It was noted that the lesions were de novo and 15 to 30mm in length with a reference vessel diameter of 2.5 to 3.5mm. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no info regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. Three cypher stents of unk length and diameter, unk lot #'s and unk exp date, were deployed at unk pressures in an unidentified section of the rca and circumflex. It was not reported what vessel received two stents and if they were overlapping. Post dilation of stents was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the pt was discharged from the hosp. Post-interventional treatment with plavix was reported for three months. Approximately six months later, the pt experienced the thrombotic event and myocardial infarction requiring medical treatment and lifetime plavix therapy. No additional info was available. The products remained implanted in the pt and are thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot numbers of the products were not reported. Thrombotic events are a known potential adverse event following stent implantation. Pts who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. Thrombombotic events may lead to myocardial infarction. The IFU indicates that pts should receive clopidogrel or ticlopidine for at least 2 months post procedure, and aspirin indefinitely. Since the relative risk of stent thrombosis with cypher stent is equivalent to that of a bare metal stent, the physician should use best clinical judgement in determining the need for a more extended duration of antiplatelet therapy in high-risk groups, as they would when using bare metal stent. With such limited pt and procedural info available for review, the lack of availability of the product's lot numbers to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events. However, the pt's emergent presentation with ami and pharmacological factors may have contributed to these events.

Manufacturer narrative:
This is one of two reports associated with the reported event that are submitted under the following manufacturing numbers 3003742446-2009-00055 and 3003742446-2009-00056.